Event description:
It was found that the left siderail would not lock into place due to a broken central column. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.